Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-00159. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, investigation results suggest/indicate the valve moved on the delivery system; the physician chose to deploy the valve without realigning between the markers (per IFU) leading to the malposition (too aortic) and subsequent regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during the implant of a 26 mm sapien 3 valve by tf approach in aortic position, the valve alignment was done with no difficulty but after retrieving the pusher, the valve was not between the markers. The valve was implanted too aortic (95/5 aortic/ventricular) and there was a leakage grade 3. It was decided to post dilate with a 28 mm nucleus balloon, but grade 2 leakage persisted. A second valve was implanted more ventricular but the grade 2 leakage was confirmed by tee (transesophageal echocardiography). Patient was safe.

Event description:
As reported by our affiliates in france, during the implant of a 26 mm sapien 3 valve by tf approach in aortic position, the valve alignment was done with no difficulty but after retrieving the pusher, the valve was not between the markers. The valve was implanted too aortic (95/5 aortic/ventricular) and there was a leakage grade 3. It was decided to post dilate with a 28 mm nucleus balloon, but grade 2 leakage persisted. A second valve was implanted more ventricular but the grade 2 leakage was confirmed by tee (transesophageal echocardiography). Patient was safe. The delivery system will be returned for evaluation. There is no procedural cine of valve movement or valve alignment. The minimum luminal diameter (mld) was 7mm with low calcification and no tortuosity. No bav was performed. During de-airing, the balloon was 20% inflated. The 14 french esheath was used with no sheath insertion difficulty. The valve was crimped two times and held for five seconds during each crimp. There was no difficulty inserting/advancing the delivery system through the sheath. The valve moved proximally when on the delivery system, about 2mm. Valve alignment and/or flex tip retraction was not attempted multiple times to correct issue. There was not a lot of tension experienced. The system was not torqued or heavily manipulated.

Event description:
As reported by our affiliates in (B)(6), during the implant of a 26 mm sapien 3 valve by tf approach in aortic position, the valve alignment was done with no difficulty but after retrieving the pusher, the valve was not between the markers. The valve was implanted too aortic (95/5 aortic/ventricular) and there was a paravalvular leak, grade 3. It was decided to post dilate with a 28 mm nucleus balloon, but grade 2 pvl persisted. A second valve was implanted more ventricular but the grade 2 pvl was confirmed by tee (transesophageal echocardiography). Patient was safe. The delivery system will be returned for evaluation. There is no procedural cine of valve movement or valve alignment. The minimum luminal diameter (mld) was 7mm with low calcification and no tortuosity. No bav was performed. During de-airing, the balloon was 20% inflated. The 14 french esheath was used with no sheath insertion difficulty. The valve was crimped two times and held for five seconds during each crimp. There was no difficulty inserting/advancing the delivery system through the sheath. The valve moved proximally when on the delivery system, about 2mm. There was not a lot of tension experienced. The system was not torqued or heavily manipulated.

Manufacturer narrative:
Corrected information: as new information was received indicating the leakage present was paravalvular. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, investigation results suggest/indicate the valve moved on the delivery system; the physician chose to deploy the valve without realigning between the markers (per IFU) leading to the malposition (too aortic) and subsequent paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No corrective or preventative actions are required.